Manufacturer narrative:
(B)(4). Date sent: 07/09/2025. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device gst60d with lot number 753c67; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that preoperatively to an unknown procedure, it was observed that some gst reloads with sterile packaging had sealing area that was completely transparent; and therefore, the customers were concerned on the sterility of the product. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 07/29/2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4) date sent: 09/18/2025. Additional information was requested, and the following was obtained: could you please clarify how many products are involved in this complaint? How many gst60d involved in complaint: 3 ea (1ea returned) how many gst45d involved in complaint: 1 ea (1ea returned). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one gst60d (c) reload was received sterile. Upon visual inspection, the tyvek was noted discolored or transparent along the seal area. However, this condition does not compromise sterility and the discoloration is acceptable as a result of variation in sealing platen temperature and the inherent variation in thickness of tyvek material. Additionally, photos were loaded at product complaint level and they showed the tyvek discolored. The event could not be confirmed as no issues were noted on the packaging. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.